Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, premature discharge of the pm is observed. Recommended replacement time (rrt) was reached after 2 years and half.

Manufacturer narrative:
Analysis of provided patient files showed: the estimated overall longevity performed with the available data is approximately 152 months (12 years and 8 months). The implantation duration was ¿ 28 months, which is lower than 75% of the overall expected longevity estimation (94 months). Based on hrs guidelines, premature battery depletion occurred. Upon reception, the returned device was operating in standby (vvi mode, 70 min-1, unipolar configuration, 5.0v amplitude and 0.35ms pacing pulse width); as expected when an over consumption is detected by the implant. The device could be interrogated and reinitialized. Proper communication was observed. Pacing pulses were delivered, but with slightly low amplitude. An overconsumption was detected. Then the device was opened to have direct access to internal components: a detailed visual inspection did not reveal any anomaly; the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: an overconsumption was found probably be due to a random malfunction of the capacitor.

Event description:
Reportedly, premature discharge of the pm is observed. Recommended replacement time (rrt) was reached after 2 years and half.